Event description:
Subsequent to the initial MDR report, additional information was provided. One clip was implanted, reducing the atrial mitral regurgitation (mr) from grade 4+ to grade 1+. Echocardiogram performed on 09/04/2021 noted a single leaflet device attachment (slda) with recurrent mr of grade 2+. A second mitraclip procedure was performed on (B)(6) 2021, with implant of two additional clips, placed on either side of the detached clip. The mr was reduced to grade 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the reported single leaflet device attachment (slda) cannot be determined. The poor image resolution was related to patient and procedural conditions as visualization was reported to be challenging due to the anatomy. The reported mitral valve insufficiency/ regurgitation was likely due to the slda. The unexpected medical intervention and hospitalization were a result of case-specific circumstances as the patient underwent a second mitraclip procedure and the mr was reduced to grade 1+. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Screening ID: (B)(4). This is filed for single leaflet device attachment (slda). It was reported that the index mitraclip procedure was performed on (B)(6) 2021, treating atrial mitral regurgitation (mr) of grade 4+. Patient anatomy included, thin, almost horizontal leaflets, leaflet prolapse; a large left atrium and right atrium; restrictive cardiomyopathy and mitral arcade with significant sub-mitral chordal crowding. Visualization was difficult due to the patient anatomy. One clip was implanted without issue and the mr was reduced to grade 2+ and mean pressure gradient of 3 mmhg. On (B)(6) 2021, echocardiogram noted a single leaflet device attachment (slda), with the clip detaching from the anterior leaflet and recurrent torrential mr of grade 4+. A second mitraclip procedure was performed on (B)(6) 2021, with implant of two additional clips, placed on either side of the detached clip. The mr was reduced to grade 1+ and the patient was discharged to home on (B)(6) 2021. No additional information was provided.